Event description:
It was reported that upon interrogation error message occurred and device could not be interrogated. Error message due to corrupt electrogram must be cleared in order for device to be interrogated. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.